Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a crack in the luer fitting. A syringe filled with di water was attached and when it was engaged there was evidence of a leak. Reason for return was confirmed. Additional information b5. Medtronic received additional information that the connector was cracked when the customer opened the pack. Correction d3. (MFR name) <(>&<)> d3.6 (postal code): this information was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a custom tubing pack, the connectors were cracked. During priming a leak was observed from the female connector on the pressure transducer line "f." It was reported that a complete break occurred. The device was replaced to complete the case. There was no patient involved. This has happened approximately 4 or 5 times from (B)(6) through (B)(6) 2025.